Event description:
It was reported that the patient presented to the emergency room with extraneous stimulation. The left ventricular (lv) lead was not capturing at maximum outputs and had no capture with any vector configuration. The patient was brought into the operating room for possible lead repositioning. When the implantable cardioverter defibrillator (ICD) was removed from the pocket a tug test was requested. When the tug test was performed, the lead pulled out of the header. The lead was replaced into the header, the set screw was tightened, and a tug test was performed and showed good contact. Testing through the device showed good impedance and threshold measurements. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-60, lead, implanted: (B)(6) 2014; 6725, adaptor, implanted: (B)(6) 2014; 1888tc-52, st. Jude lead, implanted: (B)(6) 2009. (B)(4).